Event description:
The pt had this t drain in after surgery. The next day the doctor went to remove the product from the pt and the t in the tube was left inside of the pt. The pt was returned to surgery to remove the piece.